Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the field service engineer (fse) evaluated device and was not able to find any faults. Customer resolution and conclusion: the field service engineer (fse) evaluated device and was not able to find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the 12 lead ECG not working.